Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported that when clipping, the tip moved like a broken wire but cannot confirm any broken wire from outside. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. Issue was not related to clip opening after closure of clip. The clip applier had 60 remaining. There was no fragment that fell in the patient. Customer changed to another instrument.

Manufacturer narrative:
The medium-large clip applier instrument was found to have a frayed grip cable at the distal end. A representative image of a frayed grip cable characterizes the failure mode identified during failure analysis.

Event description:
Refer to h11 for follow-up information.